Event description:
It was reported that the patient underwent a total ankle replacement. Allegedly, the patient may need to undergo a revision surgery for reasons that are not available at the time of this report.

Manufacturer narrative:
The complaint could be confirmed, since the returned information for evaluation matches the alleged failure, although the product wasn't returned for evaluation. Medical profession reviewed the received information and noted: the CT-scan shows the inbone tar and status after fibula plating, with plate and screws in situ. The subtalar and chopart joint line show signs of osteoarthritis. The tibial component has subsided a little bit. There are relatively large radiolucencies around the stem of the tibial component, however, the stem is still well-fixed in the more proximal areas. The pe-liner looks intact, as far as can be assessed on a CT-scan. A retrieval is necessary to be able to assess its status. The talar component looks well orientated and well fixed. One of the pegs shows some radiolucency around it, its clinical relevance cannot be assessed without further information. The most likely reason for revision is the radiolucencies around the tibial components¿ stem. Nevertheless, additional (clinical, surgical) information is necessary to draw a definitive conclusion. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the catalog number and lot number were not communicated. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed. Device remains implanted in patient.